Event description:
On (B)(6) 2012, 'pt (B)(6)' had an ivc filter placed in preparation for undergoing gastric bypass surgery. Gastric bypass surgery was completed on (B)(6) 2012. Pt (B)(6) was discharged to home on (B)(6) 2012 w/o any complications. On (B)(6) 2012, pt (B)(6) underwent a procedure to remove the ivc filter. When the ivc filter was removed, it was examined. The filter had 6 "legs" but only 5 "shoulders". At this point, it was discovered that the filter shoulder had become unattached from the device and was now located in the left chest area (inside the pt).